Manufacturer narrative:
The reported leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a blood and air leak were noted while flushing the introducer after removing the dilator and guidewire. The device was replaced and the procedure was completed with no adverse consequences to the patient.